Manufacturer narrative:
Tvt is described as minimally invasive, safe, and effective with high cure rates and low mesh-related complication rates. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing number is (B)(4).

Event description:
This literature report, a retrospective cohort study, evaluates the long-term objective and subjective outcomes and complications of tension-free vaginal tape (tvt) procedures (soderini-hfe, anzoátegui-mpf, lidgett-n, vendramini-a, ubertazzi-ep. Int urogynecol j. 2025;36(1):93-99. Doi:10.1007/s00192-024-05972-4; pmid-39495333). The study spanned a 20 year follow-up period from december-1999 to december-2003, aiming to assess how tvt performs over an extended timeframe. The study documented several postoperative complications: a single case of hematoma and another of bladder perforation, both without reported treatment; three instances of tvt extrusion, of which one required ureterolysis while the other two were asymptomatic with extrusions smaller than 1 cm and remained untreated; one patient experienced pain of unspecified management; two patients developed recurrent stress urinary incontinence, also without noted treatment; eight patients presented with de novo overactive bladder syndrome, likewise lacking reported therapy; and one patient exhibited the triad of pain, tvt extrusion, and voiding dysfunction, which was addressed with ureterolysis and partial tvt excision one year after the initial surgery, though the patient later returned with stress urinary incontinence recurrence at the 15 year follow up.